Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in four pieces. The helix was returned retracted and clogged with blood/tissue. After cleaning the helix and by applying torque to the inner coil, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that following a recent new implant procedure, prior to discharge, it was noted that the right atrial (ra) lead was dislodged. A procedure to reposition the ra lead was conducted on (B)(6) 2023 but the ra lead was eventually explanted. The patient was stable.